Event description:
It was reported that the user found blood leakage after the procedure was completed. The blood had leaked from the joint at the housing. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the descried in this report. A supplemental medwatch will be submitted when additional information becomes available.